Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred during a routine hemodialysis treatment which could not be resolved. The circuit clotted due to the amount of time spent troubleshooting, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
No problem was found with the returned cartridge. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The exact cause of the reported alarm is unknown at this time. The cycler was replaced, however, as the time of this report has not been received. Occasional alarms during dialysis are expected and should not result in blood loss if device labeling is followed. Nxstage medical considers this report closed. No additional information will be provided.